Manufacturer narrative:
H11: livanova deutschland manufactures the heater-cooler system 3t. Confirmed ee7 on patient side on start up of 3t. Stirrer motor was locked. Replaced stirrer motor and issue was resolved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler device showed the alarm pump 1 is blocked (too slow, ee7) on patient side during start up. There was no patient involvement.

Manufacturer narrative:
H11: the device service history review was performed, and no other similar events were reported since unit installation in 2024. No concerning trend was identified for reported issue. The root cause of the event was traced back to a jammed stirrer motor, as result of environmental factors such as condensation process, humidity and high temperatures, or to the action of disinfectants used during cleaning procedures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep the post market surveillance.

Event description:
See initial report.